Manufacturer narrative:
(B)(4). Reported issue: on (B)(6) 2019, it was reported that the device screen and front panel were broken. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the a.t.s. 4000 tourniquet by zimmer biomet surgical on (B)(6) 2019 revealed that there was some damage to the front housing, that the ribbon cable attached to the display was torn off, and that the unit software was an old revision. The unit functioned properly. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the display, flex assembly, the front housing and an update of the software for the a.t.s. 4000 tourniquet, serial number (B)(4). The device was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause for the reported event of the unit having a white screen at startup was due to a torn ribbon cable. The ribbon cable in the unit connects the touchscreen display to the multi-touch controller. Without a proper connection to the multi-touch controller the display can become unresponsive to touch, or appear blank. The reported event was confirmed during inspection of the device, and the device was noted to be functioning as intended after the display, flex assembly, and the front housing were replaced and the software updated. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device had white screen at power up. No harm and no delay reported. During the investigation, it was discovered that the ribbon cable was torn. No adverse events were reported as a result of this malfunction.